Event description:
It was reported that the patient experienced hypotension. During an ablation procedure a faradrive was selected for use. During procedure, the faradrive sheath was in the body during a transient hypotension that resolved with cardioversion and vasopressor administration, bedside echocardiogram was performed and confirmed there was no pericardial effusion. The physician stated he did not feel the transient hypotension event was device related.